Event description:
Customer reported observing low sample volume in wells h1 and h2 when performing the ot htlv I/ii elisa assay when using ortho summit. No error message was generated by the instrument. An fse was dispatched and was unable to duplicate the complaint. Other diagnostic tests were performed without any issues. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.